Manufacturer narrative:
H10: a product service engineer evaluated the device and confirmed the unit boots up with no video and cannot be turned off. The pse determined replacement of the cpu pcba was required. Due to defective cpu pcba, drpta log cannot be obtained. Service proposal sent to customer for approval prior to further service action.

Manufacturer narrative:
H10: installed cpu pcba. Calibrated fio2 sensor. Passed all performance verification testing. Set local customer time/date. Cleared event log. Set factory settings. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from customer biomed reporting a blank screen on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported that multiple replacement parts during troubleshooting the issue, including the user interface assembly, which were unsuccessful in correction. The bme requested bench repair. Investigation ongoing.